Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxc141000/11752853.

Event description:
On (B)(6) 2014, the patient presented to the hospital with a suspected pre-existing ruptured aortic aneurysm. The same day the patient underwent emergent treatment of the ruptured aneurysm with two gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported that during the procedure the patient became hypotensive and an occlusion balloon was inserted to maintain a stable blood pressure. Final angiography showed repair of the rupture with no evidence of endoleak. At conclusion of the repair a laparotomy was performed to evacuate blood from within the abdominal cavity. It was reported that at the completion of the laparotomy the patient¿s blood pressure was stable and the patient was taken to recovery. Reportedly, one hour post procedure the patient complained of increasing pain. At that time the patient underwent an open surgical procedure, whereby both endoprostheses were explanted. Both devices were removed intact and no separation between the endoprostheses was noted. It was reported during the explant procedure the patient expired due to blood loss (amount unknown). Reportedly, the physician stated the clamping of the aorta during the open surgical procedure had caused the aorta to tear. The devices were discarded at the facility and therefore are not available for evaluation.